Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a rash with open wounds under the rear therapy electrodes. The patient was given a prescription antihistamine from her physician. The patient reported that the rash had slightly improved prior to seeing her doctor. Follow-up indicated that the rash had not further improved with the use of the prescription. The outcome of the irritation is not known.